Event description:
As the physician was mapping the lv using an anatomical mapping system, the ez steer' thermocool nav bi-directional catheter was stuck in the patient's heart post ablation in the left ventricular endocardial site. The physician believed that the catheter was stuck near the aortic valve. Upon confirming with an angiogram, it seemed that the catheter tip was almost detached from the shaft and the physician was unable to remove the catheter upon multiple attempts. The patient was then transferred to the or and the chordae tendineae was cut off to facilitate the removal of the catheter as it was entangled with the catheter tip.

Manufacturer narrative:
No additional information is available about the patient or the product at this time. The product has not been returned to bwi at this time. If the product is returned to bwi in the future, an investigation will be performed and a 3500a supplemental report will be submitted to the FDA as required. (B)(4).

Manufacturer narrative:
It was reported that, as the physician was mapping the lv using an anatomical mapping system, the ez steer thermocool nav bi-directional catheter was stuck in the patient's heart post ablation in the left ventricular endocardial site. The physician believed that the catheter was stuck near the aortic valve. Upon confirming with an angiogram, it seemed that the catheter tip was almost detached from the shaft and the physician was unable to remove the catheter upon multiple attempts. The patient was then transferred to the or and the chordae tendineae was cut off to facilitate the removal of the catheter as it was entangled with the catheter tip. This adverse event (MFR. Report # # 9673241-2010-00084) had been reported previously on (B)(4) 2010. Biosense webster received the literature related to this complaint with title 'ablation catheter entrapment by chordae tendineae in the mitral valve during ventricular tachycardia ablation' published by 'ki-hun kim, m.d., kee-joon choi, m.d., sung-hwan kim, m.d., gi-byoung nam, m.d., and you-ho kim, m.d.' From 'the haeundae paik hospital, department of internal medicine, inje university college of medicine, busan, korea; and asan medical center, department of internal medicine, university of ulsan college of medicine, seoul, korea.' In the literature it was mentioned that 'the customer experienced entrapment of an ablation catheter by cordae tandineae in the mv apparatus during rf ablation on vt. Open surgery was required to remove the entrapped tip. This case highlights careful attention must be paid when performing rf ablation around the mv apparatus, especially when the original site of the tachycardia is focused on the mv area.' Also it was stated they were using transseptal approach in the procedure. Upon follow up, bwi received confirmation from korean affiliate that the initial complaint and the event reported in the literature are the same event. (B)(4). The returned portion of the device was analyzed visually and it was found that the peek housing was separated from the tip section; it was revealed that this portion did not have enough pu left on the transition area of the peek housing to the quad lumen, but due to the returned condition of the device, it was not possible to determine if it was within specification. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The complaint's data base was revised and no other complaint with the same issue from the same lot number was found. Catheters from the same part number reported were retrieved from finish goods from the only lot number available to perform pull and torque tests, as well pu margins measurements. The tests results revealed that the product returned from finish goods was built within specifications. The complaint condition was verified, however the root cause remains unknown.